Event description:
When using anchorage mtpj cp plate and the locking screws, the screws were driving through the plate, not stopping locking.

Manufacturer narrative:
The reported event that anchorage plate had a screw through the plate during surgery could not be confirmed, since the device was not returned for evaluation. The root cause of this positioning issue has been identified as a design issue. This problem has been identified during nc (B)(4) and is addressed by CAPA (B)(4). A new design will be implemented as soon as validated. As no plate has been discarded and this surgery has been completed successfully with the plate, no credit note will be provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. If any further information is provided, the investigation report will be updated. Device will not be returned.